Event description:
The pt reportedly experienced intermittency followed by loss of lock. External equipment was exchanged and programming adjustments were made. However, this did not resolve the issue. Testing of the device showed that it is functioning. Surgery to explant the pt's device will be scheduled.